Event description:
It was reported that a patient's device was showing error message "the pulse generator is currently disabled due to burst watchdog timeout. Note that the generator is not supplying stimulation. It is recommend that you contact cyberonics or refer to the physicians manual". It was stated that the disablement had serious impact on the patient and that they had 3 hospital admissions during a 6 week period from the time the device settings were changed. It was identified that the magnet output current and the autostimulation output current were set equal to each other at this time. It was reported the patient had a significant reduction in seizure control and was hospitalized. The programming history data for the device was analyzed and though no instances of the burst watchdog error were seen, based on report of the burst watchdog error being seen on the tablet, and evidence of the patient's autostimulation mode output current and magnet mode output currents were set equal to each other, it can be confirmed that a burst watchdog disablement likely occurred. After re-programming the device so that the autostim output current was less than the magnet output current, it was confirmed within the programming history that the vns therapy was re-enabled. The burst watch dog timeout is a known issue occurs when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. No additional relevant information has been received to date.